Event description:
Meter was not powering on. Due to power issue, pt went to the dr's office and a reading was taken on the dr's meter with a result of "27 mmol/l" (486 mg/dl). Pt was given tablets based on the result on the dr's meter (medication type/dosage not provided). There is still insufficient info regarding the event, it is unk if the pt had attempted to test on the meter prior to going to the dr's office. Also, it is unk if pt was experiencing any symptoms at the time of concern. Although the dr's meter result was high, it is not considered a serious injury since it is unk if the pt had experienced symptoms at that time. It is also unk if the pt had taken any medication or ate/drank something prior to going to the dr's office. Pt's diabetes medication regimen is also unk. Based on the info, there is indication that the product has malfunctioned (replacement meter was sent to the pt). However, it cannot be concluded that the product contributed to any injury. Therefore, this case is reported as a meter malfunction.